Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a total extraperitoneal procedure, a balloon was inflated with twenty five milliliters of water and during the inflation the balloon busted. It was also reported that the patient did not experience an adverse event due to the device malfunction.

Manufacturer narrative:
(B)(4) - evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm short opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon burst while inflating during a totally extraperitoneal procedure. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the hole in the balloon, the reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use.